Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturer for evaluation as it remains implanted in the patient's eye. One photo of the implanted iol was provided and was evaluated. No visible defects were observed. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a cloudy intraocular lens (iol) implanted into a patient's eye. The surgeon commented on comparison of a clear lens versus the cloudy lens. He stated there are two distinct appearances to the lenses such that they appear to be made of two different materials. Some lenses are crystal clear, other have a slight hazy translucency. Not causing any obvious clinical issue, and no impact to the patient. No further information was provided. Doctor reports he has seen cloudy lenses, therefore, another MDR will be submitted to reflect the additional lenses.